Manufacturer narrative:
The evaluation for this complaint was performed on 2/9/2016. Based on the investigation findings the complaint is confirmed. The most likely root cause of this complaint is due to the device being exposed to a force that exceeded the maximum tensile specification. (B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis. The microplex coil system (mcs) is intended for the endovascular embolization of intracranial aneurysms and other neurovascular abnormalities such as arteriovenous malformations and arteriovenous fistulae. The mcs is also intended for vascular occlusion of blood vessels within the neurovascular system to permanently obstruct blood flow to an aneurysm or other vascular malformation and for arterial and venous embolizations in the peripheral vasculature. Per the instructions for use: potential complications include, but are not limited to: hematoma at the site of entry, vessel perforation, aneurysm rupture, parent artery occlusion, incomplete aneurysm filling, emboli, hemorrhage, ischemia, vasospasm, coil migration or misplacement, premature or difficult coil detachment, clot formation, revascularization, post-embolization syndrome, and neurological deficits including stroke and possibly death. Cases of chemical aseptic meningitis, edema, hydrocephalus and/or headaches have been associated with the use of embolization coils in the treatment of large and giant aneurysms. The physician should be aware of these complications and instruct patients when indicated. Appropriate patient management should be considered. This device involved in this event has not yet been returned for evaluation. Upon examination of the sample/completion of the investigation, a follow-up medwatch will be submitted. (B)(4). Correction made as zip code was in incorrect position. The report was stated fail submission on jan 12, 2016 17:57:32 est

Event description:
It was reported from (B)(6) that during the treatment of an aneurysm, the embolization coil prematurely detached during positioning. The implant coil was retrieved using an endovascular snare successfully. No additional information could be provided.